Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-implant the right atrial (ra) lead exhibited unstable thresholds, undefined impedance qualified as high, possible noise, and loss of capture. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.